Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that orise gel was used as a lifting agent during endoscopic resection of a rectal polyp on an unknown date. Pathology findings showed tubular adenoma with high-grade dysplasia. The patient was referred for a trans anal resection, in which significant induration was noted, and there was concern for underlying malignancy. The patient underwent a frozen section, which was negative for malignancy. The frozen section was identified as orise gel related changes.